Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had large patches of white material in the forceps channel that could not be cleaned. The issue was found during inspection for use before patient was in room. There were no reports of patient harm.